Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs department. No add'l info is available at this time. Add'l f/u info may be obtained by the clinical affairs as it becomes available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
A subject enrolled in the (B)(4) was determined to have previous implants manufactured by stryker. It was reported that the reason for revision was "severe retro-acetabular osteolysis and pain."